Event description:
It was reported that surgeon revised pt's right hip on (B)(6) 2012. The procedure was initially done in 2007 at (B)(6) hospital. (B)(6) 2012, the pt fell on right hip, went to the ER complaining of pain. An x-ray was taken which came back negative for any problems. On approx (B)(6) 2012 pt came in complaining of pain. A CT scan was taken which noticed the acetabular cup dislocated and a broken screw was also noticed. The revision removed cup, femoral head liner and screw, surgeon left the stem intact and replaced the cup with a titanium revision cup, liner, appropriate femoral head and new screw. The surgeon noted there was no bony on-growth on the cup that was revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.